Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 01/30/2017. It has been reported that the patient underwent laparoscopic bilateral salpingo-oophorectomy and resection of pelvic suspension mesh on (B)(6) 2016 by dr. (B)(6) due to pelvic pain with desire for resection of her ovaries and pelvic mesh at (B)(6).

Event description:
Details: it has been reported that the patient underwent laparoscopic bilateral salpingo-oophorectomy and resection of pelvic suspension mesh on (B)(6) 2016 by dr. (B)(6) due to pelvic pain with desire for resection of her ovaries and pelvic mesh at (B)(6).